Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, output from the generator was intermittent during the procedure, and changes in output seemed to coincide with when the foot switch cord was moved. This intermittent output resulted in insufficient cautery, which subsequently caused patient bleeding. The bleed was resolved with hemostasis clips, causing a slight delay in the procedure, after which the patient was reported to be fine. Following the procedure, the biomed at the account inspected the unit and found a wire inside the foot switch cord to be broken. The cord was repaired and the foot switch was restored to service.

Event description:
It was reported to boston scientific corporation that an endostat foot switch was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, output from the generator was intermittent during the procedure, and changes in output seemed to coincide with when the foot switch cord was moved. This intermittent output resulted in insufficient cautery, which subsequently caused patient bleeding. The bleed was resolved with hemostasis clips, causing a slight delay in the procedure, after which the patient was reported to be fine. Following the procedure, the biomed at the account inspected the unit and found a wire inside the foot switch cord to be broken. The cord was repaired and the foot switch was restored to service.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was repaired and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.